Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had intermittent ventricular undersensing, noted in post implant follow-up. The impedance had decreased from 642 ohms to 484 ohms in the four days since implant. The lead is still in use. The physician reportedly concluded that the ventricular sensing was sufficient. No patient complications were reported as a result of this event.